Manufacturer narrative:
The baxter technical support representative performed troubleshooting over the phone with the account, asking the account to replace the coiled cable. ER the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in may 07, 2018. It is unknown if the facility performed any other preventative maintenance on this bed. The account replaced the coil cable to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that versacare frame bed is moving on its own. There was no patient/user injury, medical intervention, symptom, or adverse event reported.